Manufacturer narrative:
The UDI number has been corrected. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the analysis signs of abrasion were found at the distal end of the suture sleeve. Furthermore approx. 22 cm distal to the is-1 connector pin, the lead body demonstrated signs of abrasion which were consistent with the distal end of the suture sleeve. In this region, the inner coil was found fractured. This damage can be considered as the root cause for the clinical observation of pacing impedance >2500 ohms as mentioned in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant buckling in the area of the suture sleeve. Diagnostic images clarifying this assumption were not available. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
(B)(4).

Event description:
Pacing impedance went from 500 ohms to >2500 ohms in the span of a few days. Also they cannot capture the heart at 7.5v@1.5 ms. It is believed the lead may be fractured. This lead was explanted and replaced.